Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the adapter; further described as "the patient connector could not be firmly connected with the adapter." This occurred when the nurse was replacing the patient's transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection with the naked eye identified a deformed patient adapter. Although the connection issue could not be duplicated without the actual sample, the damaged patient connector in the provided photos most likely contributed to the connection issue. The cause of the deformed patient adapter was determined to be a manufacturing related issue that occurred during the molding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.